Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not deploy any clips. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Fired through the lockout the analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality it was noted to have the lockout fired through. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. The batch record was reviewed and no anomalies were noted during the manufacturing process.